Event description:
As reported by our affiliates in mexico, during the placement of the 29mm sapien 3 valve, in aortic position by transfemoral approach, while advancing the commander delivery system with crimped valve through the esheath, high resistance was noted and commander did not advance. At this point, the esheath was checked and it was found that it was broken in the strain relief section as one part of the commander was outside of the esheath. Then, it was attempted to retrieve the commander from the patient, but the valve got stuck and moved over the balloon. As there was the risk of valve embolization if commander was pulled back, it was decided to try to get it out of the introducer, but the valve got stuck again but at the distal tip. Then, while having the edwards devices inside the patient, the super stiff boston scientific guidewire was changed by a lunderquist guidewire valve by cook, in order to pass out the esheath.the procedure continued, and when deploying the 29mm sapien 3 valve, the balloon of the commander delivery system could not be totally inflated. As per medical opinion, the balloon of the commander delivery system may have been damaged due to the previous manipulations. Therefore, it was needed to post-dilate the sapien 3 valve, first with the original (nominal) volume and the last +1cc (with a second introducer and commander). The patient was stable at the end of procedure, with a good vital sign, wake up and conscientious, without pacemaker, no pvl, mean gradient of 3hgmm by eco and with vascular access okey. The patient did not suffer any injury during the event and was discharged home.

Manufacturer narrative:
Investigation is ongoing. Initial MDR, under section. This is one of two manufacturer reports being submitted for this case.pending device return.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned esheath was visually inspected, and the following was observed: the sheath shaft was slightly curved. The liner was torn throughout the entire length, from distal end of strain relief until sheath distal tip. A kink was noted in the hdpe, approximately 16.5cm from tip. The strain relief was wrinkled. The liner was unexpanded, starting 6cm from tip, for approximately 12cm, with stretching along the edge of the liner tear. The distal tip opened as designed, with some hdpe stretching. Liner thickness was measured along the liner tear and all measurements met specification. As the flex tip of the delivery system is the largest component that travels through the sheath, its outer diameter (od) was measured and the measurement was within the specification. The relevant imagery was reviewed and the following was observed: fluoroscopic procedural imagery showed: tortuosity is present in the access vessel. The delivery system and crimped valve appeared to be outside of the sheath shaft near the bend leading to the aortic bifurcation; the sheath shaft appears kinked. The delivery system and crimped valve were pulled backwards in the sheath. It could be the attempt to retrieve the system from the patient or the attempt to exchange the guidewires. The delivery system and crimped valve appear to be advanced distally but unable to pass through the sheath tip normally and remain outside the sheath shaft. The guidewire appears to remain outside the sheath shaft after thv deployment with the delivery system present the proximal portion of the shaft. Post-procedural device photo showed: the delivery system balloon tip is exposed through the sheath liner, immediately distal to the strain relief. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints resistance between system components and sheath liner punctured were confirmed through evaluation of the returned device. However, no manufacturing non-conformances were identified during evaluation of the complaint device. Reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issue with the sheath during device unpacking or preparation. Per the complaint event, ''while advancing the commander delivery system with crimped valve through the esheath, high resistance was noted and commander did not advance. At this point, the esheath was checked and it was found that it was broken in the strain relief section as one part of the commander was outside of the esheath''. Per imaging evaluation, returned fluoroscopic procedural imagery showed that tortuosity was present in the access vessel. In addition, the delivery system and crimped valve appeared to be outside of the sheath shaft near the bend leading to the aortic bifurcation; the sheath shaft also appeared to have a kinked. The delivery system and crimped valve were pulled backwards in the sheath. It could be the attempt to retrieve the system from the patient or the attempt to exchange the guidewires. Next, the delivery system and crimped valve appeared to be advanced distally but unable to pass through the sheath tip normally and remained outside the sheath shaft. After thv deployment, the guidewire appeared to remain outside the sheath shaft. Lastly, a post-procedural device photo showed the delivery system balloon tip exposed through the sheath liner, immediately distal to the strain relief. Per evaluation of the returned device, the sheath shaft was slightly curved. The liner was torn throughout the entire length, from the distal end of the strain relief until the sheath distal tip. A kink was present in the sheath shaft, approximately 16.5 cm from the tip. The strain relief was wrinkled. In addition, the sheath liner appeared to be unexpanded, between 6 cm and 18 cm from the distal tip, with stretching along the edge of the liner tear, which was likely due to the way in which the liner tore, which did not allow the sheath to expand in this section. The distal tip was opened as designed, but with some hdpe stretching. Per the training manual, ''push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.'' Tortuosity can subject the sheath to sub-optimal angles that can lead to non-coaxial advancement of the delivery system. Non-coaxial advancement increases friction between the delivery system, crimped valve, and sheath, which can lead to increased resistance. Additionally, vessel tortuosity can cause the delivery system or balloon catheter to potentially catch on to liner of the sheath and lead to liner tears during advancement or upon removal of the system. As described, ''the super stiff boston scientific guidewire was changed by a lunderquist guidewire valve by cook, in order to pass out the esheath''. The stiffer guidewire likely helped straighten the anatomy for successful device advancement. Additionally, a pinhole was present on the returned balloon. A pinhole in the balloon could contributed to an altered balloon profile due to incomplete deflation. The force required to withdraw the balloon could have further exacerbated the sheath liner tear. It is possible that non-coaxial advancement caused by access vessel tortuosity, as well as excessive force, lead to the crimped valve catching onto the sheath liner and consequently begin to tear the liner. Then, potentially, a change in angle (due to tortuosity) and continued excessive force caused the valve and delivery system to partially exit the sheath through the torn liner. With the valve only advancing through the sheath partially, the middle section of the shaft may have not been able to expand, as the valve was not completely inside the sheath and unable to exert the required force to lift the liner off from the seam. Lastly, further advancement in the tortuous anatomy and continued excessive manipulation may have changed the angle of advancement again, this time allowing the valve to pass back into the sheath shaft, through the torn liner once again, where it continued to expand the liner normally, and also continued to tear the liner until the valve and delivery system eventually exited the tip of the sheath. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (excessive manipulation, high push force, withdrawal of damaged balloon) may have contributed to the complaint event. However, a definitive root cause is unable to be confirmed at this time. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-10015.